Event description:
During a transfemoral tavr procedure, post placement of the 23mm sapien xt valve, an annulus rupture was noted on angiogram and echo. A pericardiocentesis was performed evacuating approximately 500ml of blood. Act was 300 at the time and heparin was reversed. The patient expired, the cause of death was aortic annulus rupture leading to pericardial effusion.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, due to the patient¿s critical condition, open heart surgery was not performed. The patient expired shortly after pericardiocentesis. The tavr physician attributed the annular rupture the patient¿s fragile cardiac tissue. The initial reporter has indicated no further information is available for this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.